Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
A carefusion field service technician went onsite to evaluate the reported device. The technician performed replaced the transducer communication alarm (tca) board to resolve the reported issue. The onsite evaluation was performed prior to the submission of the initial 3500a form and should have been included in the initial submission. This was no included in error and identified as requiring a correction supplemental on (B)(6) 2017. This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required. The affected tca board was returned to carefusion and forwarded to our supplier for completion of remediation actions. No further investigation is expected.